Event description:
The service report shows that while performing an incoming evaluation of the device, the volumes were found to be out of specification. The service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.